Event description:
Rep reported that the tubing above the y connection has been dislodging or leaking. There was no pt incident because the tubing was clamped off at the time the leaking or dislodgement occurred.

Manufacturer narrative:
It has been communicated by the sales rep that the device and/or lot info is not available. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available the complaint will be reopened and a follow up report will be filed. Trends will be monitored for this and/or similar complaints. At the present time this complaint is considered closed.